Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. It was also reported that the right ventricular (rv) lead exhibited a possible undersensed beat. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.